Manufacturer narrative:
The device will not be available for investigation as it was accidentally left in the operation room and thrown away after surgery.

Event description:
Reportedly, the user initially had uncomfortable hearing sensation and a few weeks later, he was not able to hear anymore with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusions: according to the complaint information and the manufacturers experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but is not available for investigation. This is a final report.

Event description:
Reportedly, the user initially had uncomfortable hearing sensation and a few weeks later, he was not able to hear anymore with the device. According to his mother, he felt like hearing some noise, and the sound became very soft. The user has been re-implanted. The device will not be available for investigation as it was accidentally left in the operating theatre and thrown away after surgery.